Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was revised due to the patient having twiddler's syndrome. The device was placed sub pectoral. No additional adverse patient effects have been reported. This product remains in-service.